Manufacturer narrative:
Reported event: an event regarding revision involving an unknown hip implant was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: a review of the device history records could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported by the submission of a revision usage sheet that the patient's hip was revised. A femoral head, constrained liner, and a shell with 9 screws was implanted.